Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
Oracle ro (B)(4): not reaching temp.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure, corroded drain fitting, outdated printed circuit board (pcb) and power switch. Functional testing found the device was out of calibration and needed to be adjusted. Adjustments were made without any problems. However due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be the device was out of calibration.

Manufacturer narrative:
Corrected data: event date updated. No patient involvement.